Manufacturer narrative:
A ge service rep performed an on site investigation. The defective part was replaced by the customer. No conclusion can be drawn regarding the operation of the device; the customer did not disclose such info. This event was a possible aro.

Event description:
The customer reported the footswitch operation led to continuous radiation exposure. No report of patient or staff injury.